Event description:
It was reported that the user had difficulty performing the supply change process, became stuck during the fill tubing step while attempting to rewind, and subsequently shut down the pump when trying to navigate back to the supply change steps, consistent with a use-of-device problem; a device component could not be specifically identified. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the event was attributed to user operation consistent with a use-of-device problem without a defined component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.